Manufacturer narrative:
(B)(4). The product involved in the incident is an enterprise 9000, model: 9x22bq101beaba, serial number (B)(4) which was manufactured on 2015-12-07. The device history record has been reviewed; no anomalies were recorded at the time of manufacture, it was 100% electrical functionality tested before being cleared for dispatch - as per standard procedure. Please note that the enterprise 9000x beds have been type tested in accordance to standard en 60601-1-52:2010, of which in particular clauses: - the 201.9.2.3.1 unintended movement - the device passed the test (all non-emergency functions has a number of means of protection to prevent accidentally activation). - bb.3.3.2 button/switch/actuator locations apply - it is not possible to accidentally activate any actuators if the bed was pushed against a flat surface, also anybody rubbing against the button could not accidentally activate any actuators, if this to be possible some force would have to be applied to the buttons. Controls on enterprise 9000x bed, for use by the patient and caregiver are built into the head end split side rails and they operate the bed's basic functions. From the provided event description it appears likely that the button was constantly pushed in, either by the caregiver leaning onto safety side or an other part pressing against the button. This appears to have happened when the caregiver lowered the safety side in order to provide a care routine for the patient, and that it activated the bed functions. The caregiver tried to stop the unintended movement by pushing other buttons, which gave an error reading that appears when the control button is pressed for more than 90 seconds. The solution recommended is to remove pressure from the control buttons. The instruction for use (IFU#746-591_2) which has been provided along with the bed informs how to properly use the controls. It also warns the user that all controls require only a single press to activate. Moreover, it indicates that to prevent unwanted movement of the mattress platform, the customer should avoid leaning against the split side rails. It is worth noting that the enterprise 9000 bed is equipped in an lock-out function which should be used to decrease possibility of occurrence of an undesired device movement. It is indicated in the IFU and considered a good clinical practice to use this feature every time the control panel is not being used, inter alia before the safety side is being lowered in order to allow an access to the patient. The arjohuntleigh representative, who visited the facility, decided to replace both head-end panels as a precaution. The replaced control panels were inspected and it was concluded that they could have failed due to the use of a clamp. This would not have affected the printed circuit boards of the controls directly, but possibly via the clamp acting on the buttons, constantly activating them. This is a possibility that we could not confirm nor exclude, and therefore offer it as information. In summary, the arjohuntleigh bed was used in the patient treatment and played a role in the event, it may have malfunctioned and therefore found not functioning to specification. Fortunately, there was no injury reported. The complaint was decided to be reportable to competent authorities based on the potential related to unintended movement of the bed's surface. Upon the conducted investigation it appears likely that the issue occurred as a combination of control panel damage and caregiver handling that was not in line with instructions given by the manufacturer. Given the circumstances we recommend to remind this particular customer about the contents of the IFU and do not propose any further actions at this time.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.zo.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Initially, arjohuntleigh has been informed that backrest section of enterprise 9000 bed has raised without buttons being pushed. The issue occurred while a caregiver lowered the safety side in order to gain an access to the patient placed on the bed. Once the caregiver noticed the uncommended movements, he started to push some buttons on the control panel to stop it, unfortunately without any positive result. As an effect, an error code appeared on the control panel. Althought, during the event occurrence a patient was placed on the bed surface there was no injury reported. The complaint was decided to be reportable based on the potential related with uncommanded movement and in abundance of caution.